Event description:
It was reported that a physician successfully implanted two x-stop devices in a patient enrolled in a post-market clinical trial at levels l3-l4 and l4-l5. Initially, the patient had resolution of leg pain and associated numbness. Six weeks post-op, the patient experienced weakness and numbness in the legs. Two months post-op, the leg symptomatology progressed to severe. The physician removed the x-stop devices and performed decompression laminectomies. Reportedly, post explants, the "numbness and weakness resolved immediately and there was absence of leg pain." No additional information was reported.

Manufacturer narrative:
Add'l catalog# 1-3210. Add'l lot# 2073821. Device not returned, follow up conversation with company representative.